Manufacturer narrative:
Philips has investigated this complaint. According to the additional information received, the system was not in clinical use at the time of event. The philips field service engineer (fse) inspected the system onsite and confirmed the reported issue. The review of system log file shows one or more posts failed and grabber card error. Upon functional testing, fse found that the flexvision pc was defective. To resolve this issue, the fse replaced flexvision pc. After replacement, the system was returned to use in good working order.

Event description:
It has been reported to philips that the system did not boot up successfully. No harm was reported. A philips field service engineer (fse) inspected the device onsite and reviewed the system log files and identified an issue with the grabber cards. The frame grabber captures the video from the allura system. The fse replaced the flexvision pc and after replacement of the flexvision pc and installation of the software, the system was returned to use in good working order.